Event description:
Boston scientific crm received information that a latitude red alert was issued indicating low right ventricular (rv) pace impedance for the this cardiac resynchronization therapy defibrillator (crt-d) and rv defibrillation lead. A patient initiated interrogation was performed and revealed a different alert than the code reported by the patient. The red alert was for low rv shock impedance not pace impedance. Daily measurements in latitude reveal one out of range shock impedance measurement which was < 20 ohms. Shock impedance was within range prior to and after this alert was issued. There had not been any out of range rv pace impedance measurements. A boston scientific crm technical services (ts) consultant recommended that the patient be brought into the clinic for troubleshooting. Ts discussed performing a 1.1 j and 41 j shock to confirm lead integrity.

Manufacturer narrative:
The physician elected to monitor the impedance since there was only one reading < 20 ohms. If low shock impedance occurs again further lead evaluation will be performed. As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.